Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were large air bubbles in the patient line. The user's blood glucose (bg) level was 293 mg/dl. The user addressed bg level with a manual injection. The user loaded a new cartridge and primed the tubing to remove any additional bubbles. Insulin delivery was resumed.